Event description:
Additional information was received indicating that the malfunction was found during testing.

Manufacturer narrative:
Other, ( patient code).

Manufacturer narrative:
Returned device was received with a bowed front panel, all small knobs are missing, and serial number label looks to have been removed. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator had high and low pressure alarms fail. No adverse patient effects were reported.